Event description:
It was reported that an empty cartridge alarm occurred while the cartridge was not empty. The customer's blood glucose (bg) level "high"; however, a specific value was not provided. Customer addressed bg level with a bolus via pump. Customer reloaded the cartridge to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.